Event description:
It was reported that decreased high voltage lead impedance observed on the lead and alert noted for rv coil and svc coil to can vector. All other vectors tested noted impedance in range. Lead and device were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted at 35.5-36.5cm from the lead tip. The etfe coating was intact at this location. External insulation abrasion was noted at 51.5cm from the lead tip, consistent with lead friction to the ICD can. One rv conductor was fractured at this location. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.